Manufacturer narrative:
(B)(4). Upon follow up it was reported the antibiotic treatment was completed. The patient had recovered from the event of peritonitis, was doing well and the fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin 2 grams per 5 days (route and duration not reported), injection of fortum 1 gram, once a day (route and duration not reported) and intraperitoneal heparin 1/2 ml, (frequency and duration not reported) for the event. At the time of this report the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.